Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-07027. The patient presented to the emergency room due to high voltage therapy that was delivered while performing physical activity. The device was interrogated and revealed episodes of noise and oversensing on the right atrial (ra) channel which the device classified as a ventricular tachycardia and resulted in the inappropriate high voltage therapy. Ra lead damage was the suspected cause of the noise and oversensing, however, lead damage was not confirmed via diagnostic imaging. The device was reprogrammed to deactivate the atrial channel and programmed single chamber detection to resolve the event. The patient was stable and will continue to be monitored.